Event description:
During an atrial fibrillation procedure, air was aspirated when the sheath was inserted into the patient. A new sheath of the same type was used to complete the procedure no consequences to the patient.

Manufacturer narrative:
One 8f swartz braided introducer sheath was received for evaluation. Functional testing determined a fluid leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and subsequent leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.